Event description:
It was reported that on (B)(6) 2013 the patient was at the pool swimming and working out. During the work out the left side of his face drew up uncontrollably and he felt a tingling. The patient become scared and had help getting out of the pool. It was reported that his face did go back to normal, but he had someone bring him home as he was afraid to drive. The patient went to bed that night and at about 2 am he rolled over in bed and experienced extreme pain, later described as a shocking sensation, and heard the ins buzzing. The patient woke his brother, who turned off the left side for a moment, then turned it back on, but it was still very painful. It was noted that the pain and buzzing sound was on channel a. The patient's brother switched the ins to channel b where there was no buzzing or pain, but it was noted that this channel was turned down very low and did not help much. It was reported that the hcp planned to take an x-ray. The patient stated that he had previous been walking, driving, and living active, but now it felt like he was back at the place he was prior to having the dbs implant when he needed help with every day activities. Additional information has been requested, but was not available as of the date of this report. See also MFR report # 3004209178-2013-06901.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the symptoms had occurred since the patient¿s ins replacement on (B)(6) 2013. There were no abnormal impedance measurements or fractures in the system. The hcp thought it might be due to programming after the battery replacement. It was noted that on (B)(6) the voltage and pulse width on the right ins were increased, which resulted in improved gait and tone. On (B)(6) the patient returned with complaints of neck pain and worsened speech, and the rate was increased on the left ins and the voltage and rate were increased on the right ins, resulting in improved neck pain and speech. On (B)(6) the patient returned with worsening neck pain, spasms, and left-sided shooting pain. The dbs settings were changed and electrode configuration changed from monopolar to bipolar, resulting in improved spasms and the resolution of the shooting pain. On (B)(6) the patient returned with increased tremor, a heaviness feeling, and facial pulling. The voltage was reduced on both sides, resulting in improved symptoms. On (B)(6) the patient complained of electrical shocking and more ¿wearing off¿ periods with medicine. The hcp planned to reduce voltage and alter the patient¿s medication. It was noted that there was no injury, and the patient did not require hospitalization.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type - implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type - extension. Product ID 3389s-40, lot# v475868, implanted: (B)(6) 2010, product type - lead. Product ID 37642, serial# (B)(4), product type - programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type - extension. Product ID 3389s-40, lot# v443426, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3389s-40, lot# v475868, implanted: (B)(6) 2010, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3389s-40, lot# v443426, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was later reported that the patient had experienced a shocking or jolting sensation 2 years prior to the date of this report at the last implantable neurostimulator (ins) implant. The healthcare professional had told the patient the batteries were stronger and when the patient had turned the ins on he felt shocking, facial pulling and thought he was having a stroke. It had taken 2 months before settings were adjusted and issue resolved.